Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed battery out limit 20 minutes ago and the pump would not let her do anything. The customer stated that the pump's battery is empty. The customer was advised to clear the alarm with the escape and act buttons. The customer stated that she is suing regular duracell aaa battery. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.